Manufacturer narrative:
(B)(4).

Event description:
Upon further review it was determined that this record is a duplicate record and is no longer reportable. Please disregard report # 3004753838-2017-106501.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware that a loss of connection occurred. Data was provided for evaluation. The reported loss of connection was confirmed. A root cause could not be determined.